Event description:
Boston scientific received information that during routine device check while reviewing electrogram (egm) displayed evidence that pacing from this left ventricular (lv) lead was sometimes being inhibited. While reviewing the egm noted lv paced 93% of the time. Additional information received that the patient had been seen in the ER for symptoms of diaphragm stimulation. During the visit a chest x-ray was performed showing the lv lead had dislodged but capture was available. A lead revision was performed; lv lead was extracted and successfully replaced with another lv lead. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid was noted in the lumen. The lead did not pass the guidewire test due to the presence of blood/body fluid. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This lead has been returned to boston scientific. This investigation will be updated when analysis has been completed.